Event description:
After insertion into the left femoral artery, the catheter, at its midpoint, ripped approximately midway from the tip. Catheter safely removed from body/patient. Refer to additional documents in i2k.